Event description:
It was reported that a nurse programmed zosyn 3.375 grams/100 ml as a secondary to infuse over 4 hours at 25 ml/hr using the med surg profile. The bag was found empty after 1 hour. There was no pt harm or medical intervention. Although requested, no further pt or event details were provided.

Manufacturer narrative:
(B)(4). Devices not received, lot review only. The pump module and tubing have been sequestered and requested for investigation, however, the customer prefers to begin with an event log review. The event lots have been received and the data set has been requested. A f/u report will be submitted with the results of the eval once it has been completed.